Event description:
The surgeon was using the neurolocalization ribbon to localize the nerve. As current was being induced from the emg system through the switchbox and ribbon, it was noted that the return current was not the same as the induced current. The return current is the energy being applied to the ribbon, and thus stimulating the nerve. A lower return current that induced current could result in a false-negative result. The switchbox was replaced and the induced current was equivalent to the return current.

Manufacturer narrative:
The switchbox was tested in air and saline and with current induced to 30ma. Both tests passed. Failure could not be replicated. Manufacturing evaluated the subsequent lot to evaluate potential root causes and implemented processing enhancements and add'l quality checks to mitigate possible failure modes and improve process robustness.